Event description:
Information received indicates the valve was explanted due to aortic insufficiency from a tear detected in the right coronary cusp, as seen by echo. Patient condition of congestive heart failure also reported. The valve was replaced with no additional patient complication.